Event description:
It was reported that the pt had a c-section performed in 2003. Two days later a section of the small amount of subcutaneous fatty tissue was seen at the suture line. Upon re-operation it was noted that suture appeared to have broken. The suture was removed and discarded. The wound was re-closed with another suture. Pt is reported to be fine with no adverse outcome.